Event description:
Customer alleged the lancet needle did not fully retract inside of the softclix lancet device after firing. No accidental sticks were reported. A request was made for the return of the suspect device and replacement product was sent.